Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the rate/sense and shocking channels and recorded high, out of range impedance measurements for both the right and left ventricular leads. An invasive procedure was performed and both leads tested normally; however, the header of this crt-d was noted to be loose and manipulation of the header resulted in the observed noise.